Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator within four years of implant. The right atrial lead threshold was physiologically high since the lead was implanted and therefore the device output was set higher to accommodate the patient condition. The device was explanted. No patient complications have been reported as a result of this event.